Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's home choice machine during dwell 4/5 of their automated peritoneal dialysis therapy. Reportedly, the home patient stated that when they moved the supply line of the homechoice set became disconnected from the supply bag. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient.